Event description:
The pt was implanted with a left ventricular assist device (lvad). Approximately 12 days post-implantation of the lvad, the pt developed heparin induced thrombocytopenia. Intravenous (IV) argatroban was administered. The pt had subsequent gastrointestinal (gi) bleeding but is reportedly doing well.

Manufacturer narrative:
The pt remains ongoing on lvad support. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.